Manufacturer narrative:
Attempts were made to gather additional information regarding this event, but none was obtained. If additional information becomes available, this record will be updated.

Event description:
It was reported that a red light was observed on this patient's remote monitoring communicator, indicating a potential issue with the patient's implanted device. The patient advocate was not able to attempt troubleshooting the communicator set up, so it was recommended that the patient follow up with her physician. No adverse patient effects were reported. The communicator and implantable device remain in service.